Event description:
A dentist was having trouble extruding tooth conditioner gel from the syringe after the first or second use. He pressed so hard on the syringe that the tip of the syringe came off and material went on the pt's shirt, face, and up the pt's nose. The pt was treated immediately with a nasal wash. There was no injury.